Event description:
This equipment and police are discriminating against my inability to properly use this breath test equipment. My civil rights are being violated, I continue to suffer physical and mental trauma and have lost friends and family. State trooper did not follow required methods or procedures to comply to strict requirements by manufacturer of this equipment see test results and 3-minute time lapse before subject was taken (exhibit 1). Forensic svc technician certified the equipment was accurate although the value expected and value obtained deviated by more than +/- .3 which failed this accuracy check (exhibit 2). These breath test results have been used against me by the falsified testimonies of this tech and trooper. Horrid discrimination. I did not receive cert. To accuracy of equipment. There was more than one breath test taken but was never produced. Officer claimed I met requirements. Two different police officers sign implied consent form, see exhibit 1 & 2 to one breath test supplied - exhibit 3. Neither of these officers took any given breath test. The officer whom transported me gave me these tests. He was younger looking with light colored - hair. The requirements to compliance were not met.